Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier device required maintenance. A field service engineer (fse) reseated the universal serial bus (usb) cable connected to the docking board and the cable connected to the biometric identifier device. The fse powered down the station, reconnected the cable, and powered the station back on, confirming that the device powered up normally. The fse accessed carefusion admin and resorted the lumidigm drivers in the services tab, then ran the hardware test application with no issues observed. The station was restarted to complete verification. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID device was required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.